Event description:
It was reported that a tvt procedure was performed in 2000, without any complications. On event date the patient was examined by speculum during a normal follow up visit, and this examination showed that the end of the tape was crosswise, causing a perforation at the posterior wall of the vagina. The end of the tape was removed.